Event description:
Boston scientific received info that the pt received inappropriate shocks due to t-wave oversensing which exhausted tachycardia therapy. After reprogramming the device, the oversensing resolved, but the pt elected to have their system removed. The device was deactivated initially due to the pt's inr levels, but three days later both the device and electrode were removed from the pt. No adverse pt effects were reported.

Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.